Event description:
Device was used during a laparoscopic cholecystectomy procedure. Pneumoperitoneum leaked from instrument. Surgeon used another device to complete the procedure. Hosp has reported that no pt injury occurred.

Manufacturer narrative:
12/17/96 - supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.